Event description:
This device was later explanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a previous follow up in november 2011 this pacemaker displayed a magnet rate of 90 and device showed longevity of 2.5 years, with good battery status. The patient was seen in the clinic, where interrogation of the device revealed the battery status was at elective replacement indicator (eri) with a rate of less than one year. It was noted that the indicators between the device and programmer were conflicting as the programmer longevity predicted two years remaining. A boston scientific technical service consultant was contacted and stated that the longevity remaining on the programmer is calculated by the programmer and not the device. Device longevity has been met and the event was caused solely by battery depletion. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.